Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 02/04/2026, it was reported that at around 2pm, the patient reported that her dexcom receiver did not provide her with any alerts notifying her of her hypoglycemic state or to when the cgm was not providing her with any readings. The patient began to feel dizziness and then lost consciousness. Prior to this, the patient¿s cgm device ¿did not display anything¿ and no further details regarding this information was provided. The patient stated ¿someone¿ tested her bg meter reading but could not recall the specific value. It was also reported that the patient was unable to confirm if emergency medical services (ems) was called during this event. However, the patient was taken to the emergency room (ER) and she was treated with ¿50 units of glucagon¿ and with glucose (route unspecified). The patient was discharged on (B)(6) 2026 (more than 24 hours). The patient reported continuing to have low bg levels and using glucagon at the time of report, stating ¿nothing has improved¿ (reported on 02/06/2026, two days after patient went to the ER). No other details were provided. The root cause of the customer¿s experience was undetermined. The complaint alleges issues with the receiver. No logs were available for the receiver. An analysis of the app data logs was performed for the time in question. The logs indicated that the sensor session began on 01/28/2026 at 9:51 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to unknown reasons on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On the day of the reported event, between 1:46 pm and 2:51 pm, the egvs were slightly above the high threshold of 100 mg/dl and a high glucose alert was repeating every 5 minutes with no acknowledgement. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that at around 2pm, the patient reported that her dexcom receiver did not provide her with any alerts notifying her of her hypoglycemic state or to when the cgm was not providing her with any readings. The patient began to feel dizziness and then lost consciousness. Prior to this, the patient¿s cgm device ¿did not display anything¿ and no further details regarding this information was provided. The patient stated ¿someone¿ tested her bg meter reading but could not recall the specific value. It was also reported that the patient was unable to confirm if emergency medical services (ems) was called during this event. However, the patient was taken to the emergency room (ER) and she was treated with ¿50 units of glucagon¿ and with glucose (route unspecified). The patient was discharged on (B)(6) 2026 (more than 24 hours). The patient reported continuing to have low bg levels and using glucagon at the time of report, stating ¿nothing has improved¿ (reported on (B)(6) 2026, two days after patient went to the ER). No other details were provided. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.